Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked. It was discovered when the patient came in for pump disconnection appointment. Patient states that he noticed a crusty, powdery substance at the first tubing connector from the pump side, and, upon further investigation, noticed that liquid was leaking out. The patient tightened the connector as much as he could, and the leaking seemed to stop. The next time he had the pump placed, the nurse double checked that the connection was tight before starting the pump, but it still leaked later.